Event description:
A malfunction was reported involving a medical device used by a customer in slovakia, identified by malfunction code 12-0x2071. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. As a corrective action, the customer was informed that the pump needed replacement, and a replacement pump was provided to ensure insulin delivery was not interrupted.